Event description:
Pdc received a call on (B)(6) 2015 reporting a medical intervention that occurred on (B)(6) 2015 around 10 am. Pt (bc) stated that she received a high reading on the prodigy meter which caused her to panic. Pt then called the doctor and the doctor told her to go to the ER. Pt also stated that she had been receiving high readings on the prodigy meter for about a week. The reading on the prodigy meter at the time of the event was 337 mg/dl. Pt stated that this reading was before she had taken any medication. Pt drove herself to the ER. No treatment was given at pt's home before going to the ER. Pt stated, though she was not sure, but thinks that her blood glucose reading upon arrival at ER was between 180-200 mg/dl. While at ER pt was administered IV fluids for dehydration but no treatment was given related to her blood glucose. Pt's blood glucose reading prior to discharge was 180 mg/dl. Pt's total stay in the ER was 6 hours. Pdc sent prepaid envelope requesting return of suspect device. No replacement was sent.

Event description:
This is a supplemental report to initial report# 3008789114-2015-00001 to submit additional investigation results from the manufacturer for the suspect device in question. Meter tested by (B)(4) their resutls were: full function test: ok; results: meter ok. Reference manufacturer's MFR report # 3005862821-2015-00003.